Event description:
It was reported to fresenius customer service that the peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc prehospitalization: (B)(6) 2025 = 6150 u/l and (B)(6) 2025 = 8202 u/l) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was prescribed (ip) vancomycin 1000 mg every 3 days and ceftazidime 1000 mg daily (duration not provided). The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). The patient transitioned to hemodialysis (hd) without any reported issues and was discharged on (B)(6) 2025. The pdrn noted that it appeared the patient may have been discharged prior to (B)(6) 2025 but reportedly continued to complain of abdominal pain after 5 days of antibiotic therapy and was at some point ¿re¿ admitted. The patient¿s pd catheter removal and transition to hd occurred during the second half of the hospitalization. The pdrn reported the cause of the peritonitis was the patient¿s son helping set up ccpd therapy without being properly trained. Per the pdrn, the serious adverse events were not caused by any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. The patient is recovering from the serious adverse events and is undergoing outpatient hd for rrt. Upon the patient¿s return to ccpd therapy, the pdrn reported the patient will resume utilizing the same liberty select cycler.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain cloudy peritoneal effluent fluid), which required hospitalization, antibiotic(s) therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. The pdrn reported the cause of the peritonitis was the patient¿s son helping set up ccpd therapy without being properly trained. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum (1,2). Pseudomonas aeruginosa favors moist areas, such as sinks and toilets, and can be isolated from soil, water, and occasionally the armpits and genital area of humans (3). Per the pdrn, the serious adverse events were not caused by any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius customer service that the peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc prehospitalization: (B)(6) 2025 = 6150 u/l and (B)(6) 2025 = 8202 u/l) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was prescribed (ip) vancomycin 1000 mg every 3 days and ceftazidime 1000 mg daily (duration not provided). The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). The patient transitioned to hemodialysis (hd) without any reported issues and was discharged on (B)(6) 2025. The pdrn noted that it appeared the patient may have been discharged prior to (B)(6) 2025 but reportedly continued to complain of abdominal pain after 5 days of antibiotic therapy and was at some point ¿re¿ admitted. The patient¿s pd catheter removal and transition to hd occurred during the second half of the hospitalization. The pdrn reported the cause of the peritonitis was the patient¿s son helping set up ccpd therapy without being properly trained. Per the pdrn, the serious adverse events were not caused by any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. The patient is recovering from the serious adverse events and is undergoing outpatient hd for rrt. Upon the patient¿s return to ccpd therapy, the pdrn reported the patient will resume utilizing the same liberty select cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.